Event description:
It was reported that the patient's stimulation was no longer sufficient. The impedance measured on electrode 6 was greater than 10000 ohms. Reprogramming was performed to utilize a different electrode. The patient outcome was reported as ok.

Manufacturer narrative:
Lead model: 3877-45, lot#: 0205392422, implanted: unk, explanted: na.